Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had an intermittent act button response due to corroded keypad traces. The insulin pump was received with minor scratches on display window, broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the error alarm initially occurred after she went for a run about one week ago, and she was able to clear it. Customer stated that an additional button error alarm occurred on the morning of the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.